Event description:
The explanted cochlear implant was received at med-el headquarters on (B)(6) 2014. The patient was re-implanted on (B)(6) 2014. No further information is available at this time.

Manufacturer narrative:
The device has been explanted and has been returned to med-el headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.